Manufacturer narrative:
As a part of normal complaint follow-up, an evaluation of the event was completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Durin the case the rio arm and software froze. The makoplasty specialist performed troubleshooting which included a soft reboot of the guidance module. This troubleshooting attempt was unsuccessful and an outside mako specialist was called for further assistance. The troubleshooting activities performed this time were successful and no other errors occurred during the case. The resulting outcome of the case which was successful.